Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: donor #1: retention meter and master lot strips: 3.0 inr, customer meter and master lot strips 3.0 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and master lot strips: 3.3 inr. The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(4). The specific dates and times of the meter results were obtained from the meter memory. At both 14:59 and 15:02 on (B)(6) 2018 the results from the meter were 6.7 inr. On (B)(6) 2018 at 8:15 the meter result of 4.7 inr was obtained.

Manufacturer narrative:
The event occurred in: (B)(6). (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek inrange meter, serial number not provided, compared to the chronometric stago method while training the patient on how to use the meter. The result from the meter was 6.7 inr and the laboratory result was 4.24 inr. The result from the meter was 4.7 inr and the laboratory result was 3.27 inr. The patient's therapeutic range was provided as 2 - 3 inr. The strip lot, 34521213, information provided by the customer is in question and clarification has been requested if this is the correct lot information. There was no allegation of an adverse event. The customer's meter and test strips were requested for return. The investigation is ongoing.